Event description:
On (B)(6) 2011, patient reported she has been experiencing an e4 (occlusion) error for the past 2 hours and has just now managed to clear it out with a new infusion set. Patient stated she noticed leaking around the infusion adapter and the leak stopped when she changed the infusion set tubing. Patient reported she isn't sure if the leak is related to the infusion adapter or the infusion tubing but thinks it was the tubing since the leak is no longer occurring. Patient stated she changed out the infusion tubing twice before she was able to clear the e4 (occlusion) error. Patient reported she did this prior to the call. Patient stated the infusion adapter has never been replaced and the rubber is starting to peel from the adapter. Had patient disconnect infusion tubing from her body and run a prime; insulin emerged without an error message. Advised patient if she receives another e4 (occlusion) error, she will want to change her infusion site. Advised patient to use tubing for 6 days and the infusion site for 2 days. Advised to replace the infusion adapter. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.